Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, after the handle was actuated and bowed the device to a desired position, it was noticed that the cutting wire would not release the bow despite several attempts of relaxing the wire. It was reported that the device was not energized when the problem was noticed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the device in a bowed position.

Manufacturer narrative:
Block h6: imdrf device code a050701captures the reportable event of wire was unable to release the bow. Block h10: the returned autotome rx 44 was analyzed, and there was no visible problem on the device was noted. A functional test was performed, and the device was able to bow and unbow inside and outside of the scope as intended. Media analysis of the photo provided by the customer showed the distal section of the device; however, the handle was not visible. Since the handle position is not visible in the photo, it cannot be determined if the handle was fully extended to confirm the device would not release the bow. No problems with the device were noted. The reported event of wire unable to release bow (unbow) was not confirmed. Upon analysis, the device bowed and returned from the bow as intended. The returned unit did not show evidence of the alleged problem or any defect that could have contributed to the event reported. Based on all gathered information, the most probable root cause of this complaint is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, after the handle was actuated and bowed the device to a desired position, it was noticed that the cutting wire would not release the bow despite several attempts of relaxing the wire. It was reported that the device was not energized when the problem was noticed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the device in a bowed position.

Manufacturer narrative:
Block h6: imdrf device code a050701captures the reportable event of wire was unable to release the bow.